Event description:
A distributor in france reported that the screen of a customer's pump was cracked and unreadable. There was no information available regarding the impact on the customer's blood glucose level. The pump was scheduled for return and inspection, and a replacement pump was provided.